Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 350 and 115 mg/dl. Tests were done within 10 minutes with a difference of 90%. Patient reported "they had expired control solution and no check strip. They were cleaning one touch basic with alcohol." Patient did not experience any adverse events. No further information has been reported.